Event description:
A malfunction occurred with the customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.